Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect (am instead of pm). Customer did not know the cause. Customer changed pump time from am to pm to resolve the issue. There was no adverse impact.